Event description:
It was reported that the procedure was performed to treat a lesion in an known vessel. A 4.0x28mm xience alpine drug-eluting stent (des) was attempted to be deployed; however, the balloon was noted to rupture during inflation making the des unusable. There were no adverse patient effects nor clinical delay reported. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported, and the device was not returned. Based on the information provided, a definitive cause for the reported issue could not be determined. It was reported that the stent delivery system (sds) was attempted to be deployed; however, the balloon was observed to have ruptured during inflation. Factors that may contribute to balloon material rupture include, but are not limited to, material damage, inflation technique, interactions with other devices or interaction with lesion calcification and tortuosity. Based on the information provided and because the device was not returned for analysis, it is unknown what may have caused the reported material rupture (balloon). There is no indication of a product quality issue with respect to manufacture, design, or labeling. D4: a partial UDI was provided as the lot number is not known.